Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the pulse generator exhibited premature elective replacement indicator after implant. The device could have been affected by cautery during the procedure. The alert was successfully cleared and the device was re-interrogated. The patient would be monitored.